Event description:
In preparation for a cryoablation treatment, the system and needles were tested prior to the case without any issues reported. The 1st freeze performed as expected with 3 needles in different channels. During the 2nd freeze, the needles would not form ice. A 4th needle was added but there was no ice formation present. A 5th needle was added and it froze for one minute. Needles were placed in all channels with no ice formation, there was no noise present that would indicate gas flowing. Treatment was suspended with no injury to the patient. System and needles are being returned to galil's office for investigation.

Manufacturer narrative:
The system and needles were returned to galil medical for investigation. Investigation into the reported event revealed the cause of the inadequate ice formation was due to moisture contamination in the gas supply lines used with the visual-ice system. No problems were observed with the returned needles. Galil has implemented an automatic flush sequence in the visual-ice software (version 1.2.9) and is making available shorter gas lines and new gas lines with a teflon coating that will prevent the lines from absorbing excess moisture. There was no injury to the patient, however, the treatment had to be rescheduled.